Event description:
It was reported that the patient had frequent low flow alarms with changes in position. A 3d structural heart computed tomography (CT) scan showed a luminal impingement of approximately 50% by eccentric low attenuation material in the patient's proximal outflow cannula. The patient was asymptomatic and not considered a candidate for pump exchange or transplant. The patient's controller had a low flow 2.0 software update and their alarm limit was lowered to 2.0 lpm on the patient's primary and backup controllers. After, the software upgrade, the low flow alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the cause of the outflow graft obstruction and the low flow alarms was unknown. The patient was discharged.

Manufacturer narrative:
Correction to section g3 - the initial regulatory report was submitted with aware date 02feb2024; however, the correct aware date is 31jan2024. H6 - investigation findings - 4253 blockage identified. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through review of the submitted images. The reported low flow alarms were confirmed by an onsite abbott representative; however, a specific cause for the low flow events and the outflow graft obstruction could not be conclusively determined through this evaluation. It was reported that the patient had frequent low flow alarms with changes in position. The origin of the alarms was unknown; however the patient was asymptomatic. Controller software version 1.7 was installed on both system controllers and used to lower the low flow hazard alarm threshold to 2.0 liters per minute (lpm) on 23jan2024 without issue. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.